Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing. Review of the therapy history showed sinus rhythm in the stored electrograms, but the ICD indicated fast r-r intervals.